Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023. The patient experienced inaccurate cgm values which occurred an undocumented number of days after the sensor had been inserted in the abdomen. The patient experienced vomiting and dehydration. The cgm was reading 354 mg/dl and the blood glucose reading was 560 mg/dl. There was no treatment provided to alleviate symptoms prior to and/or at the time of the event. The patient presented to the hospital with the parent. The patient was treated with an insulin drip and IV hydration. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.